Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 1.1 was not detecting row b. A field service engineer (fse) tested in hardware test application (hta), confirmed the issue, replaced the row board and reseated the row board ribbon cable, but it was still not detected and then replaced the pyxibus module controller board, the retractor band, and the drawer controller board, and rebooted the station after which the drawer detected with all cubie's. The fse then tested cubie drawer and all cubie pockets in hta successfully. The fse also cleaned the electronics drawer and around back of communication sled and power supply, checked for medications and cleaned debris from bottom edge of back panel, checked for loose drawers & reseated the drawer cable and tested all drawers in the main cabinet successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main half height drawer 1.1 was not detected row b. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.